Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was at explant status in clinic. Boston scientific technical services (ts) reviewed data and showed that two days ago the device indicated less than three months remaining but indicated four years last year. Moreover, initial analysis result indicated that the device was depleting in a manner consistent with the 2013 lv capacitor advisory and the battery status indicators were incorrect. Additional information received indicated that the device was explanted due to premature battery depletion and was replaced with a new one. No additional adverse patient effects reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory did not confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was at explant status in clinic. Boston scientific technical services (ts) reviewed data and showed that two days ago the device indicated less than three months remaining but indicated four years last year. Moreover, initial analysis result indicated that the device was depleting in a manner consistent with the 2013 lv capacitor advisory and the battery status indicators were incorrect. Additional information received indicated that the device was explanted due to premature battery depletion and was replaced with a new one. No additional adverse patient effects reported.